Manufacturer narrative:
One device was received. Per visual inspection, the drain fitting was broken, and tube was disconnected from the device. The complaint was confirmed, and no further device analysis was performed. The root cause was a broken drain tube due to user interface from physical impact during use and handling. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replace the drain fitting and plate clip. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported that the blood warmer became entangled amongst other devices and cables in the immediate vicinity. This occurred after surgery was over and the patient was being moved from the surgery table to a patient bed (not connected to the blood warmer). The event caused the rear drain hose connector to snap. No patient harm or adverse effects.

Manufacturer narrative:
Other text: d4: UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.